Event description:
The account alleged the stretcher will set in to brake but will pop out if bumped. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.